Manufacturer narrative:
Date of event is estimated. The allegation is against 1 of 2 leads; however, it is unknown which lead, therefore, all potential components are being listed. Additional components potentially involved in the event include: common device name: scs octrode lead, model: c3 3186, UDI: (B)(4), serial: (B)(4), batch: a000124237.

Event description:
It was reported that patient experienced ineffective stimulation. Reprogramming was attempted to no avail. Pain pattern is lower back and legs. Surgical intervention may be undertaken to address this issue.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information indicated that surgical intervention was undertaken wherein the total system was explanted.